Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain." Requested but not returned by hospital.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on (B)(6) 2016. Subsequently, the patient was revised on (B)(6) 2016 due to periprosthetic fracture of the femur.